Manufacturer narrative:
Zimvie complaint number (B)(4). D10: concomitant device: teeha355, tsv bellatek encode emergence healing abutments. E1: last/given name unknown / not provided. G4: additional PMA/510(k) number ¿ k011028 / k013227. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient came in to discuss the fractured implant at tooth site #29. The encode was removed. The collar of the implant was fractured and the fragments were removed. The implant could not be reverse-torqued out, so a trephine was used.